Manufacturer narrative:
In light of the notification, a thorough evaluation on the returned equipment was conducted (note: the involved apc probe was discarded). We were unable to find any equipment problem that would cause electrical current to be discharged from an attached but non-activated apc probe. The findings were as follows: apc: the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. The coagulator was/is within specifications and all features were/are functioning properly. Esu: the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Footswitch: the footswitch was found to be functioning properly. Chronological data review. A review of the data, on the day of the reported incident, indicated that the equipment had been activated many times on the morning with no equipment issue being logged. No anomalies were found in the device history records (dhrs) for the apc or esu. In conclusion, no equipment problem was found that would have caused or contributed to the event. No conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit [esu/generator, model vio 300 d, part number (p/n) 10140-100, serial number (B)(4) and a vio two pedal footswitch (p/n 20189-305 and lot number wo315143) was involved in an incident during a small bowel enteroscopy procedure. Specifically, it was stated that a physician received a shock/burn to a finger when he was handed an apc probe (p/n 20132-216, lot number unknown). Per the account, the probe was not being activated when the shock/burn occurred. The injury was "not very bad" but it required a bandage.